Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001825034 - 2017 - 06834, 0001825034 - 2017 - 06835. Concomitant product(s): - p/n 11-173662 m2a 38mm mod hd std nk l/n 057180. P/n 15-106052 m2a-38 52mm cup non flared l/n 068130. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient was revised due to pain, osteolysis discomfort, soreness, dysfunction, loss of range of motion, and noise. Metallosis was noted intraoperatively. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. Operative notes states that the stem was well fixed and a lot of osteolysis around it. Minimal corrosion was found and cleaned on the trunnion. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a right hip revision approximately 8 years post primary surgery, due to pain, discomfort, soreness, dysfunction, loss of range of motion, and noise. During the revision, metallosis, osteolysis and pseudo-tumor were found. Head and cup were removed. New head and competitor's cup and liner were implanted. No further information is available at this time.